Manufacturer narrative:
Additional information: a review of the system logs for the reported procedure date was conducted. Investigation revealed there were no related vessel sealer extend (vse) instrument errors to have occurred during the surgical procedure that would have likely caused or contributed to the reported complaint.

Event description:
Refer to h11 for follow-up information.

Event description:
It was reported that during a da vinci-assisted colon resection surgical procedure, the vessel sealer extend (vse) instrument's energy was too high and ¿overcooking¿ vessels. It is unknown if the vse instrument produced the appropriate tones during the sealing process. It is unknown if further intervention was required for the sealed tissue. The procedure was completed robotically.

Manufacturer narrative:
An intuitive surgical, inc. (Isi) field service engineer (fse) was dispatched to the customer site to further investigate the reported event. Based on the field evaluation, this reported event was not confirmed. No errors were found related to energy issues. The fse was unable to replicate the reported issue but replaced the e-200 generator as a precaution. The system was tested and verified as ready for use. Isi did not receive a vessel sealer instrument for failure analysis evaluation. The e-200 generator failure analysis evaluation is still in progress. Blank MDR fields: the missing patient information in sections a and b was either unknown, unavailable, not provided, or not applicable. The expiration date for section d4 is not applicable. Field d6 is blank because the product is not implantable. Information for the blank fields in section e1 is not available. Field e4 is blank because it is unknown if the initial reporter submitted a report to the FDA. Fields g5 and g7 are not applicable.

Manufacturer narrative:
Intuitive surgical inc. (Isi) did not receive the vessel sealer instrument. Isi did receive the e200 generator associated with this complaint. Failure analysis did not confirm the reported event. The e-200 was visually inspected, where no issues were found. The unit was installed and powered on with no issues. A tool was installed and the e-200 performed normally, completing both cautery testing and the system drive testing. As a result of these findings, failure analysis could not conclude a cause for the issue. Further investigation was performed, and the unit performed functional station testing and passed.

Event description:
Refer to h11 for follow-up information.